Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results and troponin I (accutni) results within the risk stratification range, for one pt on multiple samples involving unicell dxi 800 access immunoassay system. This is report number one of two. The customer stated all were short-volume samples. The erroneous results were released out of the lab. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer declined service and did not question system performance. Pt samples were drawn in 13x75mm lithium heparin plasma tubes and 13x100mm serum tubes with gel separator. Sample centrifugation was performed at 3,000 rpm (rotations per minute) for 10 minutes. The customer noted the inconsistent creatine kinase-mb (ck-mb) results for this pt occurred on only one plasma sample. The serum sample consistently correlated with the other results and with the pt's prior history. The customer performed a 5-replicate precision test for ck-mb and for troponin I, both met assay precision claims. A review of archive file provided by the customer indicated a clot detected immediately following the erroneous ck-mb result. The customer stated pt samples were problematic "short draws" and likely contributed to the erratic recovery. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03995.